Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no abnormality. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a therapeutic procedure, the touch panel on the visera elite ii video system center displayed an e333 touch panel error code. The touch panel never got wet, dirty, or was touched by anyone. The customer restarted the device. The intended procedure was completed with the same set of equipment. There were no reports of patient harm or effects associated with this event. Previously, the touch panel was replaced due to a similar problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced. Otv-s300 designs may cause e333 error messages even in normal conditions, which may have caused the indicated phenomenon. Olympus will continue to monitor field performance for this device.